Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Recommended replacement time (rrt) was triggered on (B)(6) 2015 due to impedance. Daily battery trend data shows gradual rise battery impedance. Early rrt alert, without corresponding battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardiac monitor (icm) device prematurely reached recommended replacement time (rrt). The device remains in use. No patient complications have been reported as a result of this event.